Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" "syringe programmed for 24h passed in 12h".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, (B)(6): 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (33.03.241) were intact. No visible damage is located. 2.2 a functional test was performed. The device passed the self-test. A bd plastipak syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The last infusion on 2022-03-01 was investigated. An infusion was started with a rate of 1,25 ml/h. After 16 hours and 30 minutes, the syringe was empty. The syringe was filled to 30ml. No other abnormalities were found. Because of little information, no detailed investigation could be performed. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,84%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 2.6 the device was disassembled, and the inside was investigated. No visible damage could be found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.